Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with no esc button response due to corroded keypad trace. No button error alarm noted during testing. Insulin pump received with minor scratched display window and cracked reservoir tube lip.

Event description:
It was reported that the customer received a button error alarm on the insulin pump and was unable to clear the alarm by pressing the esc and act buttons. The customer's blood glucose was 180 mg/dl. Troubleshooting was done. The customer stated that the insulin pump was exposed to moisture due to sweat from dancing a lot. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.